Event description:
The facility reports the pt was belted in the seat. The pt was then lifted in the air and swung over the tub. The pt's legs were lifted in order to let pt down into the tub. The caregiver pushed down the foot control on the lift to lower the chair when the chair came off the lift and fell with the pt into the tub. The pt suffered a laceration to the right hand middle finger, the bottom right side of the chin, and the right side of the upper lip.